Event description:
Olympus was informed that during a vaginal hysterectomy, the pt had lain on her back and the pt plate had been located on the right thigh of her. The procedure had been completed without any problem. After the procedure, the nurses found that the pt had suffered the two 2cmx2cm three degree burns near sacrum. The burns were treated.

Manufacturer narrative:
The referenced device was not returned to olympus medical systems corp for eval. Olympus europe evaluated the referenced device and found that the ues-40 had no abnormality. The exact cause of the pt's outcome could not be conclusively determined; however, there is the possibility of user mishandling. Olympus stated the proper method for use in the instruction manual of ues-40. Also, olympus medical systems corp checked the manufacturing history of the subject device, there was no irregularity found. The referenced device will be returned to olympus medical systems corp for inspection. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.